Event description:
Medics responded to a person described as in cardiac arrest. The pt was connected to the device and the pt was shocked twice following ECG analysis by the device. According to the reporter, upon subsequent "shock advised" messages, the device would not transfer energy to the pt. The reporter stated the basis for this opinion appears to be a power loss of the device before the discharge buttons could be pressed by the operator. Paramedics arrived with a backup defibrillator and took over the scene. The pt was resuscitated.

Manufacturer narrative:
H3: device evaluated by MFR. H6: in an evaluation of the device, physio-control observed one of the battery pins not properly latched into the battery assembly. The battery was replaced, a complete functional test performed, proper operation observed and the unit returned to the customer for use.